Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 559 mg/dl with a mild level of ketones. The pump supplies were changed and an insulin injection was administered to address the bg level. As the pump supplies were changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion. The current pump supplies were checked and no issues were identified.